Event description:
It was reported on july 20, 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to a grade of 1. Roughly one year later, the patient returned to the hospital due to heart failure symptoms. Echocardiography showed the posterior leaflet had torn, causing the clip to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment). Mr increased to a grade of 4. On (B)(6) 2024, a second mitraclip procedure was performed. One clip was implanted, reducing mr to a grade of 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was a cascading event of the reported tissue injury. The cause of the reported tissue injury was unable to be determined. The reported recurrent mr was a cascading event of the reported slda. The reported heart failure was a cascading event of the reported recurrent mr. The reported patient effects of tissue injury, mitral regurgitation, and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.